Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info. Add'l device info: lot # 1133826 or 1140982 or 1141510.

Event description:
The surgeon has complained that when using the hermetic lumbar catheter, he found the guidewire to be very stiff and awkward to retract when the catheter was in place. The product was in contact with pt. There was no pt injury or death alleged. The event lead to an increase of surgery time of 5 to 10 minutes. The product was disposed of and will not be returned for eval. Add'l info has been requested.